Event description:
Swelling (joint) [joint swelling]. Pain (joint) [arthralgia]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for previous use of synvisc from (B)(6) 2011 without adverse drug reactions. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection, 2 mi, weekly, into left knee. The lot number of the synvisc was not provided. On an unspecified date, in (B)(6) 2012, the patient developed swelling (joint), pain (joint) and joint effusion. On (B)(6) 2012, arthrocentesis was performed and 25 cc of joint fluid was aspirated. The patient was treated with joint injection of triamcinolone acetonide at a dose of 20 ml on (B)(6) 2012 and with joint injection of betamethasone sodium phosphate at a dose of 2.5 ml on (B)(6) 2012 for the events of swelling (joint and pain (joint). The action taken with synvisc treatment was not provided. The outcome for the events of swelling (joint) and pain (joint) was not yet recovered and for joint effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of swelling (joint), pain (joint) and joint effusion was not reported. The relationship between synvisc and the events of swelling (joint), pain (joint) and joint effusion was assessed as probable by the reporting physician. The qa (quality assurance) results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of 9 cased reported by same reporter. (B)(4). Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.